Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 00598801011 - 11mm diameter 100mm length straight stem extension combined length 145mm - 65937750 00598802011 - 1mm diameter 100mm length offset stem extension combined length 145mm - 66070209 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a2; a3; b4; b5; d2; d10; e1; e3; g1; g3; g6; h1; h2; h10 d10: 00599403010 - 10mm height size c,d with locking screw yellow articular surface use with femoral c,d / screw enclosed do not discard - 66120224. 00599403012 - 12mm height size c,d with locking screw yellow articular surface use with femoral c,d / screw enclosed do not discard - 66120230. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 the event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 : unknown - unknown articular surface - unknown. G2 : foreign country : france. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial knee surgery, the tibial component would not assemble with the poly. An additional poly was tested, however, the tibial component would still not assemble. There was a surgical delay of an unknown time amount due to the surgeon temporarily closing while the sales rep picked up another poly. Attempts have been made and all available information has been provided.